Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacture.

Event description:
It was reported that the pump exhibited a system failure error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report of system failure error.